Manufacturer narrative:
Insulin pump passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63, 4 alarm found during testing. However, pump error 63 alarm (variable info=03) confirmed in the pump history file due to a hardware error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.